Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient was hospitalized due to low blood glucose; the customer was unable to see the sensor glucose values on the pump due to the button error. No blood glucose values for the hospitalization or the button error incident were given. Troubleshooting was initiated for the button error alarm and the caller confirmed that it occurred during normal use. The customer had also discontinued use of the pump due to the button error. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer's residence.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test. However, the keypad was inspected and corrosion found on keypad traces.